Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) number updated.